Event description:
The inflation tube was found to be blocked/adhesive. The balloon was replaced.

Manufacturer narrative:
The device was returned to spatz fgia inc. For analysis and an evalaution was completed. No defects or deformities were identified on inflation tube or balloon. The complaint description specified a complication with inflation tube during the inflation procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.